Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the ICD system approximately two years ago.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst commented that the longevity test was not performed due to the device was explanted greater than one year prior to the receipt date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.